Event description:
It was reported powerpicc solo inserted (B)(6) 2022. During treatment 03/24/2022 the PICC line broke, backcheck valve, they took the PICC line away.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu3815 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged valve was inconclusive because the clinical conditions in which the event was reported to have occurred could not be reproduced. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A needleless injection cap was attached to the luer adapter. Microscopic inspection of the valve was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The valve appeared to function as intended. No deficiencies were discovered during evaluation of the returned sample; however, the pressure conditions experienced by the device in situ could not be replicated, nor could the valve crack pressure be measured. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported powerpicc solo inserted (B)(6) 2022. During treatment (B)(6) 2022 the PICC line broke, backcheck valve, they took the PICC line away.